Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the ins shutting off and the return of pain was not determined. Actions taken to resolve the ins shutting off and return of pain was a new controller was sent out to the patient. It was indicated that the issue had not occurred since the patient¿s new controller had been received. The patient weighed 157 pounds at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient charged the neurostimulator (ins) up and turned on stimulation just fine, but the next day the stim ulation was turned off. The patient reported that this started about 2 weeks ago. The patient said ins would be 100% charged when she notices the controller says stimulation is off. The patient would charge up, make sure stimulation was on, then leave controller. The patient reported that the other day her legs were hurting so bad, so she went to increase stimulation and saw stimulation was off. Additional information was received from a manufacturer's representative (rep). The rep reported that the ins was charged, but the ins was shutting off. The patient was experiencing a return of pain. The rep noted that this issue occurred 3 times in a 4 week period. The rep inquired about troubleshooting to address the issue. It was reviewed to check adaptive stimulation and check the ins if the issues didn't resolve.